Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 20mm synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. However, it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00 x 20mm synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. However, it was noted that the stent strut was damaged. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination identified damage as the stent struts at the proximal end of the stent were lifted and pulled in a distal direction and the stent struts at the distal end of the stent were lifted and pulled in a proximal direction. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.